Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent partial deployment occurred. The less than 80% stenosed target lesion was located in the moderately tortuous and severely calcified superior femoral artery (sfa). A 5x80x120 epic was selected for use. During the procedure, when the stent was deployed, the stent partially opened less than 50%, and the stent could not be deployed successfully. The procedure was completed with an alternate device used. There were no patient complications as a result of this event.